Event description:
Information received indicated the head section was functioning intermittently.

Manufacturer narrative:
The hill-rom technician found that the head up valve was stuck and had to be pressed a few times before moving. He replaced the head up valve and the bed functioned to design specifications.